Manufacturer narrative:
G4:08feb2021. B4:11feb2021. The device was evaluated by the service technician and no problems were found. The service technician changed parameter settings to resolve the device issue. Testing was performed and the unit was retuned to service. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 22 sep 2020.

Event description:
The customer contacted technical support (ts) stating that unit had a boot up alarm. The customer reported there was no patient involvement.